Event description:
I have been getting botox for years up until recently I became sicker I actually got worse over time not knowing that botox was what was making me ill. I got botox last year and this was when I was pretty sure it was botox that caused many of my problems. I was injected by my doctor and I mentioned it to him at the time of injection that I had not been feeling well and thought that the last time he injected me could have made me feel sick, he replied that he had never heard of this happening so I went ahead and had him inject me, now I also had another doctor prior to this incident inject me and I also told him I felt ill and could it be the botox? He assured me no way. I have written about my situation many times and finally recently I am now convinced botox is the culprit. The time I had my first attack where I was violently ill was last year, it was about 5 days after injection, I was jolted awake in my sleep about 4am with horrid stomach pains, dry heaving, almost passed out, could not breath, then my sight was affected. I felt as if I had a stroke. I did not know really if it was the botox until I searched and found many people being ill and had been for years. I have been sick for years but we really never knew why other things came up with doctor's such as pms endo, fibroids etc. Many MRI's scans etc. Now I stopped getting botox for about 6 months then had it again and got sick with stomach intestines etc. Chalked it up to my gallbladder and had it removed, so I think this is what caused all my problems. So I thought I would try it again just this year in (B)(6). I got horribly sick this time upper respiratory slight cough chills fever. This came on about 5 days after as well. I am horribly constipated and stomach problems. My eye sight never did get better. I have depression, hard time eating and terrible anxiety. I am reporting this as there are times I feel I could die and want this to be on record, I also had breast implant rupture that was silicone, rupture was caused by a doctor that was doing a biopsy however, I was sick prior. I do have the ruptured breast respiratory implant.